Event description:
Lot no: unknown. Exp. Date: unknown. Complaint: false negative. Initial report date: (B)(6) 2022. The reporter did have a case of "false negative" on (B)(6) 2022. On (B)(6) 2022, two rapid tests were done on another person with one nasal swab sampling (tested negative) and one oropharyngeal sampling (tested positive). The pcr test of the saliva sample day showed positive result on the same day.